Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. It was confirmed the touchscreen was not operating as expected. The touchscreen was replaced to resolve the issue. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the touchscreen of this programmer no longer responded to touch as expected. The programmer was rebooted, but the problem persisted and the programmer was returned for analysis.